Event description:
It was reported that the patient was complaining of pain and tearing noises in arm. X-rays showed avn (avascular necrosis) with medial humeral head collapse. The patient will get a metal suppression MRI and lab work to determine if there is a low grade infection. The event is ongoing.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.